Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was reported the atrial lead was failing to capture and sense. This lead was known to have high threshold issues. Programming changes were completed to address this issue. The patient was stable.

Event description:
New information received indicated the atrial lead had been explanted and replaced on 22mar2021. The patient was stable.